Event description:
Reference number (B)(4) event occurred in the united states. This emdr is being submitted for an unknown number quantity. It was reported that patient faced infusion set crimping in the tubing event on (B)(6) 2025. The blood glucose level was high and the patient was treated with correction bolus via pump. Patient replaced infusion sets and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) MDR device 1 of 2.